Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of below 35 mg/dl to 40 mg/dl at the time of the incident. The customer had a high that led to the low. The customer was at 68 mg/dl at time of admission, and 300 to 246 mg/dl at the time of the call. The customer used the pump to treat the high and was given food to treat the low. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but no issues were found. The customer has lost some weight and has been doing more manual work. The insulin pump will not be returned for analysis.